Event description:
It was reported that a leak was observed at filter. The event occurred in cardiac intensive care unit (cicu). Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed on model mz9226. Visual inspection and functional testing verified a leak from the 0.2 micron ped filter¿s weld line near the inlet port. Closer inspection under a lab microscope observed a partial seam separation. The reported primary set, pcu, and pump device that were in use during the customer event were not returned for evaluation. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Event description:
It was reported that a leak was observed at filter. The event occurred in cardiac intensive care unit (cicu). Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
It was reported that a leak was observed at filter. Although requested, additional information was not provided.